Event description:
The customer stated that a patient was diagnosed with a cervical cancer back in the year of 2009. The patient had surgery and treatment and was monitored since then for the levels of ca125 assay. The levels of the architect ca125 were between 11.7 and 69.4 u/ml within the time frame between 2010 and (B)(6) 2013. The customer indicated that the assay levels have been increasing since (B)(6) 2013 (273, 294.9-dec 2013, 374.6-feb 2014 and 437-march 2014), using architect ca125 reagent lot 29256m501. The doctor suspected the recently elevated results and did some other clinical tests to rule out recurrence. One of the tests performed was a biopsy and ultrasound with negative results. The sample from (B)(6) was tested with two different assay lots (31180n500 and 31180m500) and lower results of around 20 u/ml were generated compared to a result of 395.8 obtained from the same sample tested with the suspect lot. The patient was also tested with non-abbott methods (ria and roche) and the results were much lower.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. Review of ticket trending did not identify atypical complaint activity related to the issue under investigation. The lot search did not identify atypical complaint activity related to this issue. Accuracy testing was completed using retained kits of reagent lot 29256m500. Acceptance criteria were met, which indicates acceptable product performance for reagent lot 29256m500. Analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis showed that the median value has not changed over time and concluded that the reagent lot in question reads patient results consistently. A deficiency was not identified as panel testing shows that the likely cause lot performed per specification. No malfunction was suggested as the customer was not using the product as intended. Per the complaint text the customer was using the assay to monitor the patient for cervical cancer while the package insert indicated the intended use of the assay is for monitoring patients with ovarian cancer.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.